Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: deflation/valve leak and/or damage: delamination of the diaphragm valve assessed as adhesive failure. Additional observations: crease fold observed. Brown particles inside of the device.. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare provider reported a right side deflation. It was noted during surgery that there was a "leak at valve" and "small leak at valve with pressure on implant". The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported deflation. The device remains implanted. This relates to the right side.

Event description:
Healthcare professional later reported during surgery right side that there was a "leak at valve" and "small leak at valve with pressure on implant". The device has been explanted and replaced.